Event description:
A customer called in to baxter global technical services to report a hole in the pt line. Product surveillance contacted the home pt regarding the hole in the pt line. The hp stated that the hole was located near the cassette. She was able to end therapy and resume therapy with new supplies successfully. She does have two dogs, but the home choice set up is out of their reach. She also said she usually opens the cassette bags with scissors. The hp stated she discarded the sample, therefore, it is not available for eval. There was no pt injury or medical intervention.

Manufacturer narrative:
(B) (4). Sample discarded, per the customer.